Manufacturer narrative:
One viewflex¿ catheter interface module viewmate¿ zs3 (cim) was received for evaluation. The cim was unable to be connected. Inspection of the internal components revealed two of the internal circuit boards were not fully seated into the connectors. Based on the information and investigation provided to abbott, the root cause was isolated to the connection of the internal circuit boards. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a pulmonary vein isolation (pvi) procedure, communication issues resulted in a procedural delay. It was reported that the cim for the viewmate multi did not display the ice probe. A different cim was borrowed from another site to complete the procedure which resulted in a 2 hour delay. The procedure was completed with no adverse consequences for the patient.